Event description:
Reportedly during suturing of a thoracic tube,the needle became imbedded in the skin; despite several attempts, it was not possible to retrieve the needle. It was successfully removed the following day. No other information was available.

Manufacturer narrative:
During a routine review of our complaints this complaint was re-evaluated and determined reportable as an adverse event.